Manufacturer narrative:
The hvad is used for treatment not diagnosis. One controller (con095861) and two batteries (bat302102 and bat306445) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. However, the reported event (power switching) was confirmed via review of the controller log files, which revealed occurrences of premature power switching events involving battery (bat306445) when was connected to controller (con095861). The premature power switching events are indicative of communication errors between batteries and controller. The communication errors between batteries and controller are currently being investigated by the manufacturer. The battery (bat302102) met specifications. It passed visual examination and functional testing. The reported event could not be confirmed for battery bat302102 since log file analysis did not reveal any anomalies during the analyzed period involving this battery. The most likely root cause of the reported event (power switching) can be attributed to communication errors between the controller and the batteries. Bat302102/1650 - device manufacture date: 07/28/2015 / expiration date: 07/31/2016 unique identifier (UDI) # (B)(4). Bat306445//1650 - device manufacture date: 10/30/2015 / expiration date: 10/31/2016 unique identifier (UDI) # (B)(4). Batteries (bat302102) (B)(4).

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported per the vad coordinator that a patient was on two batteries; which switched to the other battery when the primary battery still had 3 bars of power remaining. This event was observed multiple times with both batteries, in both power ports.